Manufacturer narrative:
Additional, changed, and/or corrected data: b6; d4; h6.

Event description:
Patient reported right side "slight crinkle and dent". Additionally, patient reported on behalf of healthcare professional "centimeter to 2 centimeters lower" and "strong suggestion of a biological microfilm present". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "strong suggestion of a biological microfilm present" the event of unspecified infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "slight crinkle and dent". Additionally, patient reported on behalf of healthcare professional "centimeter to 2 centimeters lower" and "strong suggestion of a biological microfilm present". Device remains implanted.